Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set leakage event from the top of tubing hub on (B)(6) 2025. The infusion set was in use for 48 hours. The blood glucose level was 380 mg/dl and the patient got treated with correction injection via multiple daily injection (mdi). The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011458, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011458 was manufactured according to the work instruction (wi) version 120 in the line 10, on 08/feb/2025, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.